Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error. Customer was able to complete insulin pump rewind and clear. Customer was performed self test and it was not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test. However, device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin 1 trace keypad assembly. Pump error 28 and pump error 53 found in the device history due to a software error.